Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant procedure that the right ventricular (rv) lead exhibited rising thresholds and rising impedance. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.